Event description:
It was reported prior to using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, an unknown number of tubes were contaminated leading to false results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for each batch (3096353, 2342598, 2349930, 2321502, and 2195042) was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Checks for fill volume were complete and within specifications per procedures. Fill volume checks during manufacturing confirmed that the fill volumes were within specification. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. Three photos were received to investigate this complaint. One photo verified a batch (3096353) and two photos could not verify the remaining batches of this complaint. Batch 2349930. The complaint history was reviewed, and no other complaints have been taken on batch 2349930. The retention samples (100) were inspected, and there were no contaminated tubes observed in the retention samples. Five tubes were placed into the 20 to 25 degrees celsius incubator, and five tubes were placed into the 33-to-37-degree celsius incubator. At 14 days incubation, there was no growth in the incubated retention tubes. Two incubated tubes were gram stained and gram-positive cocci nonviable were found in the media. Two incubated tubes were incubated in tsb and placed into the 33-to-37-degree celsius incubator. At 14 days incubation, there was no growth observed in the incubated tubes. Two photos were received to assist in the investigation of batch 2349930. One photo showed a close up of the bottom of four tubes with white spots in the bottom of the tube near the sensor. One photo showed 12 tubes in a rack with white spots visible in 8/12 tubes near the sensor. There was visibly low fill volume in 6/12, with varying visible fill volumes in all 12 tubes. There was no batch verification in these photos. There were no returned samples to assist with the investigation of this complaint. Batch 3096353, batch 2342598, batch 2349930, batch 2321502, and batch 2195042 from the retention samples, cannot be confirmed for nonviable. The clarity of the nonviable tubes was clear and colorless, in accordance with the media appearance in the certificate of analysis. This product is not labeled as sterile. Prior to use, each mgit tube should be examined for evidence of contamination or damage. Discard any tubes if they appear unsuitable or exhibit fluorescence prior to use. For tubes that have been put into test and have suspect contamination, it is possible to reprocess contaminated mgit tubes. See the package insert for details for this procedure. No complaint trends for these defects have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for fill volume defects and contamination. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.